Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was 500 mg/dl. The customer stated that she had been using her supplies for much longer than was recommended. She reported blood glucose readings between 338 to 534 mg/dl over the course of 2 days. She said she treated with the insulin pump. She reported reuse of reservoirs, which is considered off-label use, and was advised against this. She stated that she replaced the batteries every 5 days and changed the reservoir every other day. She also observed air bubbles in the reservoir. The most recent blood glucose reading was 338 mg/dl. She complained of excessive thirst, nausea and dry mouth. A no delivery alarm was noted in the history but she stated that resolved this by refilling the reservoir. She believed that chronic pain may have caused high blood glucose. The battery cap and belt clip had physical damage to it and would be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.